Manufacturer narrative:
The history record for the lot number provided was reviewed and there were no non conformances during the manufacturing of this lot. No analysis or conclusions can be made without the device. The report states the tube was identified by the reporter as a size 4dct, however, manufacturing has confirmed the lot number reported is for a size 6dct. (B)(4).

Event description:
Information was received from the reporting institution via certified mail containing a copy of a user facility medwatch report. No uf/importer report was listed on the report. On the report product problem was checked; required intervention to prevent permanent impairment/damage was checked; date of event: (B)(6) 2010; date of their report: 05/18/2010. Describe event: size 4 shiley trach tube was inserted on (B)(6) 2010, in operating room. Lot 090902012. Trach cuff will not hold air.